Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. No information is available whether the hl20 unit in question was inspected by a service technician or if any repairs to the unit were performed. The unit was not returned to the manufacturer. Because the unit's serial number and article number were not available, the device manufacture date could not be determined. (B)(4).

Event description:
On (B)(6) 2013, (B)(6) hospital, (B)(6), reported that while using an hl20 (no article number and no serial number provided) the unit's bubble sensor alarmed. The bubbles were cleared but they were unable to re-set the sensor. The doctor changed the pump for a different unit. Reference: (B)(4).